Event description:
On (B)(6) 2013, the patient¿s dad/reporter contacted animas on behalf of the patient to report that the patient had blood glucose excursion while the animas pump had a time/date reset issue. The patient had high blood glucose reading of 500 mg/dl during the day with symptoms of abdominal pain, nausea, excess thirst, and frequent urination and low blood glucose reading of 30 mg/dl with symptoms of shaking and confusion. At the time of concern, the am/pm setting was incorrect. Troubleshooting indicated the correct time/date maintained when the battery was removed less than 24 hours. There was no product misuse. The issue was not resolved with training. This complaint is being reported because the patient had blood glucose excursions and symptoms that can be suggestive of acute complication of diabetes while the subject pump had a date/time reset issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/19/2013 with the following results: the black box indicates a time and date reset in within 1hr 55mins of powering off the pump. Pump was exercised and after 24hrs the battery was removed for 6hrs. The bench top analysis confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. Unrelated to this complaint, is was observed that there was a pinkish contrast on the display screen, the battery compartment was cracked, and several keypad buttons were intermittently responsive, with contamination under the buttons contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).